Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported that there was an expected endoleak and open repair/explant was planned. An open procedure identified likely infection with no endoleak present. The wound was cleared of infections tissue and irrigated liberally. The stent grafts remained in placed as there was no reason to explant. It was noted that the patient had received radiation which may have contributed to the infection. No clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4). Results: inherent risk of procedure (infection); caused by another drug / device (radiation). Conclusions: known inherent risk of procedure (infection); another device cause failure (radiation).